Manufacturer narrative:
Other applicable components are: product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received from the patient reported the itching around the lead site only occurred when he got very hot such as in the summer time. The patient noted that if it started again, he would see his doctor. The patient noted that he did not know yet if the itching around the lead site had resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead . Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The consumer reported that they were feeling itching where the lead were under their skin in their back which only happens when they were outside in the hot sun, working. It also occurs when they were working out and it was hot. The patient could not scratch it because it was under their skin and it gradually goes away when they cool down. Relevant medical history includes cervical/neck and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.